Event description:
Healthcare professional reported capsular contracture, baker grade IV, "impressing nodular lesion in upper external quadrant", "lobulated contours in the left and internal echoes", "folding in prosthesis"." The device has been explanted. This relates to the left side.

Manufacturer narrative:
Continued: e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported capsular contracture, baker grade IV, "impressing nodular lesion in upper external quadrant", "lobulated contours in the left and internal echoes", "folding in prosthesis", and "ultrasound a year ago with bilateral cysts findings birads 2." Record is for left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, voids, deformation, crease and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.